Event description:
One day following implant, the pacing impedance was elevated on the ventricular lead. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of no ventricular output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Although the reported field event could not be confirmed, we will continue to monitor complaint trending for any similar events.

Event description:
One day following implant, no ventricular output and elevated pacing impedance were observed on the ventricular lead. The device was explanted and replaced. The patient was stable.